Event description:
Pt presented with tortuosity and stenosis in the iliac vessels. After the delivery system was in position, due to the pt's anatomy, the physician was unable to pull the contralateral limb into the iliac. The pt was converted to open repair. Pt experiencing bowel problems. Physician will continue to monitor.

Manufacturer narrative:
Review of lot records/ work orders, prior reports. No issues were noted. Pt's diseased anatomy and operational context contributed to the event.